Manufacturer narrative:
The product support specialist reviewed device logs and confirmed the reported issues. The network connection was restored 2 to 3 hours later, resolving the reported problem. The device is continued to be used at the hospital and with no reoccurrences. This report is considered final, and the issue is closed.

Event description:
Spacelabs received a report from the it department that on (B)(6) 2021, telemetry beds are all showing offline. No patient injury was reported for this event.

Manufacturer narrative:
The product support specialist reviewed device logs and confirmed the reported issues. The network connection was restored 2 to 3 hours later, resolving the reported problem. The device is continued to be used at the hospital and with no reoccurrences. This report is considered final, and the issue is closed.

Event description:
Spacelabs received a report from the it department that on (B)(6) 2021, telemetry beds are all showing offline. No patient injury was reported for this event.